Event description:
It was reported in a hip clinical study approximately 15 years ago a patient underwent a left hip arthroplasty. Subsequently, approximately 6 years post initial surgy, the patient experienced hip pain, dislocations and falls. The patient was revised 1 year after the onset of symptoms. The patient outcome was reported as resolved after the revision. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.